Manufacturer narrative:
(B)(4) . Baxter received and evaluated the device. The device was found out of specification in relation to the reported false air in line alarm which was not reproduced. The alarms were confirmed through review of the event history log and found to be caused by a failed upstream sensor making the pump more sensitive to air in line alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. Any patient involvement, injury or medical intervention is unknown.